Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient through company representative reported "implants were affected by the recall", "discomfort" and "lump". Later, patient reported "might be ruptured". Later, healthcare professional reported "implant was completely ruptured". This record is for the left side. Device was explanted.